Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of sleeve detachment of device or device component. Block h11: upon receipt at our quality assurance laboratory, this sensor wire guidewire underwent a thorough analysis. The device was visually examined and the reported observation could be confirmed. It was observed that the guidewire was unraveled and kinked, the sleeve was detached, and the urethane tip was detached from the wire. It is related to the excess of force applied to the device and technique used, which possibly have affected the performance and integrity of the device. All necessary inspection was performed to ensure the integrity of the device for its used. Based on the information available and investigation results, a conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that the guidewire was stretched and fractured. The patient condition following procedure was stable.

Event description:
It was reported that the guidewire was stretched and fractured. The procedure was completed with another sensor wire. The patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of sleeve detachment of device or device component. Block h11: upon receipt at our quality assurance laboratory, this sensor wire guidewire underwent a thorough analysis. The device was visually examined, and the reported observation could be confirmed. It was observed that the guidewire was unraveled and kinked, the sleeve was detached, and the urethane tip was detached from the wire. It is related to the excess of force applied to the device and technique used, which possibly have affected the performance and integrity of the device. All necessary inspection was performed to ensure the integrity of the device for its used. Based on the information available and investigation results, a conclusion code of adverse event related to procedure was assigned to this investigation. Additional information to field b5: describe event or problem correction to field block h6: device code.